Manufacturer narrative:
E1: initial reporter prefix - mr./ms. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd emerald - 3-piece syringe experienced poor perforation on packaging. The following information was provided by the initial reporter: anesthesia has a complaint on the attached 5 ml syringe ils (B)(4) with lot 2302154. We have not heard of complaints from other departments, but they are difficult to tear apart without destroying the gasket.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 31-may-2023 . H6: investigation summary a device history record review was completed for provided material number 307731 and lot number 2302154. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, picture samples and several strips of physical samples were returned for evaluation by our quality engineer team. Through examination of the samples, the reported defect could not be confirmed. The perforation cut was found clearly marked and the blisters could be separated correctly. Twenty (20) additional retained samples were obtained from the manufacturing facility; however, the retained samples did not display any signs of defect. As the defect could not be confirmed through the sample analysis, an exact cause could not be determined. It is possible that issues with packaging separation may result from issues with the perforation cuts of the unit blister packages; however, none of the returned samples nor the retained samples tested displayed this issue.

Event description:
It was reported that the bd emerald - 3-piece syringe experienced poor perforation on packaging. The following information was provided by the initial reporter: anesthesia has a complaint on the attached 5 ml syringe ils 102552 with lot 2302154. We have not heard of complaints from other departments, but they are difficult to tear apart without destroying the gasket.